Event description:
Baxter received a report regarding five patients with bacteremia following dialysis treatment on eight different reconditioned phoenix machines. Reportedly, the tubes of the phoenix machines were contaminated. The patients developed chills, headache and muscle pain and were treated with antipyretics and antibiotics and were sent home after dialysis. No additional information has been provided. (Refer to MDR 9616240-2016-00002, MDR 9616240-2016-00004, MDR 9616240-2016-00005, MDR 9616240-2016-00006, MDR 9616240-2016-00007, MDR 9616240-2016-00008 and MDR 9616240-2016-00009).